Manufacturer narrative:
E1: initial reporter city: (B)(6). Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified media that was present within the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the media before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device, subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole located approximately 5mm distally of the proximal marker band. An examination of the balloon material and proximal marker band identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres as per wolverine specification. A visual and tactile examination found no kinks or damage to the hypotube of the device. The marker bands, tip and blades of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During procedure, at first inflation, it was noted that the balloon ruptured at 10atm. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During procedure, at first inflation, it was noted that the balloon ruptured at 10atm. The procedure was completed with another of the same device. No patient complications were reported.